Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault, and the device battery voltage recently began dropping in an irregular fashion. To date, this device remains in service. No adverse patient effects were reported.